Manufacturer narrative:
This complaint is linked to 2 other complaints. This complaint is related to the first cage implanted and which broke during the impaction of the anchoring plates. The product was not retuned to ldr medical yet. No visual and functional evaluation could be performed. The review of the device history records and the traceability are not possible because the reference and the lot number were not provided. Attempts have been made to obtain more information about this case. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c: cage fractured and locked. From information provided, the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. Additional information on december, 12th 2018: the patient has been discharged from hospital after the operation and is still recovering. The first implant was the broken implant, the second implant was the locked implant. The second implant was too deep because the bone in front of the limited-depth on the implant holder was destroyed when the broken implant (the first) was removed. The second implant was inserted a little deeper, but not into the spinal canal. The reference pf the anchoring plates are not available. The surgery was done completely according to the requirement the reporter doesn't know if the axis of the disc space was respected (any sagittal angulation toward head or foot direction). The surgical technique was fully respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2). The reporter doesn't know if the first anchoring plate was fully seated (residual gap between mechanical stop of holder vs impactor, misalignment between laser mark indicators) according to the reporter, it is not possible that two anchors were implanted in the same slot. There is only one anchor impacted in one slot. No images and sales order available. The issue occurred for implantation of the second anchor. The anchor plates are inserted in the required order. Additional information on december, 28th, 2018: the above anchoring plate of the first roi-c cage is pushed by the no.1 impactor and the cage is found fractured which caused the patient¿s vertebra of the implanted area are damaged. The implantation position of the second cage is deeper than the first one since the first cage has slightly damaged the vertebral body. The anchoring plate of the second cage has locked is suspected caused by the holder. The patient's health condition is complicated before the surgery and it is happened the defect product in operation. So there is a short period of paralysis occur after the operation, and patients are recover normally later. Attempts have been made to obtain more information about this case. There are two other complaints link to this complaint. This complaint is related to the first implant that break and the two others are related to the second implant implanted and the temporarily tetraplegia of the patient.

Manufacturer narrative:
This complaint is linked to 2 other complaints that are treated in two separate reports . This complaint is related to the first cage implanted and which broke during the impaction of the anchoring plates. After several attempts to obtain information, it was not possible to get the reference and lot number of the anchoring plates . It was not possible to perform the review of the device history records. Based on the product history records, the review of the case with product range manager, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return received only poor answers to questions. Based on the description provided and the recurence of this event , the hypothesis of user error , surgeon was probably not in the axis of the intersomatic space can be made but not validated , due to the lack of informations . The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: undetermined. If additional information are received and can determine the root cause of this event, the complaint will be reopened and a medwatch will be sent.

Event description:
Roi-c : cage fractured and locked. From information provided by the complaint report , the above anchoring plate of the first roi-c cage is pushed by the impactor and the cage is found fractured. The patient¿s vertebra is damaged. After the second roi-c cage is implanted whose anchoring plate is dead locked. The surgery is completed by the third roi-c cage. The patient was temporarily paralyzed after the surgery and is getting better now. This complaint is about the first cage breakage , the ref of the cage was identified from picture provided by the reporter. Additional information received on january 03rd 2019 : the broken cage (1rst implant) is mc1313p lot number 47734. This cage broke during impaction of second anchoring plate. The second cage used and removed is mc1312p lot number 39464. More details have been provided: the second fusion device, due to the failure of the depth limiting device, the cage was too deep when implanted, which caused the neurothlipsis. So the second cage was removed and the third one was implanted. Question were requested about the reason of the blocked anchoring plate. The reporter suspects that the implant holder is wear. The third cage implanted and remained in patient body is unknown. About the tetraplegia, it happened since the second cage pressured on the nerve.